Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and the alarm log was reviewed. During power on self-test and alarm log review the air in line alarm was found; the cause of this was a damaged central processing unit (cpu) board. To correct the condition, the cpu printed circuit board (pcb) assembly was replaced and the air sensor was recalibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump was found to have an air alarm. There was no patient involvement. No additional information is available.